Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a small flexnav delivery system. Transseptal access was highly calcified, and the patient had tortuous anatomy. All steps were performed per instructions for use (IFU). During the procedure resistance was noted whilst inserting the delivery system into the patient. The tip of the valve capsule tore while attempting to advance the delivery system. The valve and delivery system were removed from the patient and replaced with a new 27mm navitor vision valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of insertion and advancement difficulty of the delivery system through patient anatomy and tear at the tip of the valve capsule was reported. A returned device assessment could not be performed as the device was not returned for analysis. However, two images from the field were received showed the valve capsule marker band to have a tear. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the tear in the valve capsule marker band appears to be a result of insertion and advancement difficulties through the patient¿s anatomy. The reported insertion and advancement difficulties appear to be related to patient factors (severe calcification and tortuosity). There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a small flexnav delivery system. Transseptal access was highly calcified, and the patient had tortuous anatomy. All steps were performed per instructions for use (IFU). During the procedure resistance was noted whilst inserting the delivery system into the patient. The tip of the valve capsule tore while attempting to advance the delivery system. The valve and delivery system were removed from the patient and replaced with a new 27mm navitor vision valve and large flexnav delivery system. The patient remained hemodynamically stable throughout the procedure. There were no adverse effects to the patient. The patient status was stable.